Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 50 mg/dl. Reportedly, customer's continuous glucose monitor (cgm) was not available due to a non-tandem transmitter issue, and pump reverted to customer's personal profiles. Customer indicated personal profile was significant enough to cause low bg. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.